Event description:
The event description provided by the distributor indicated: 35 days from the intervention, during the flexional movements of the elbow, the two proximal bone screws broke. The initial surgery was performed in (B)(6) 2012. An additional surgery for the patient was required. (B)(4). Please kindly refer also to MFR report number 9680825-2012-00033.

Manufacturer narrative:
Analysis of historical records: orthofix srl checked the internal records related to the controls made on this specific lot before the market release. No anomalies have been found. The lot number, g062, manufactured in 2012, was comprised of 150 devices. All of them have already been distributed to the market. According to orthofix srl historical records, this is the first breakage notified on this specific device lot. Technical investigation, received on august 9, 2012. The broken screws, both belonging to the lot g062, received on july 18, 2012 were examined by orthofix srl quality engineering area and then immediately sent to an external laboratory for chemical, mechanical, metallurgical and failure analysis. The results of the technical investigation evidenced the devices conformity to orthofix srl design specifications. Both screws broke due to fatigue failure. Clinical evaluation: a clinical evaluation of the case was not performed as the x-rays and information on the event have not been made available, until now. Orthofix has requested further information on the case, such as patient's diagnosis, operative reports and x-rays. As soon as this information will be available, orthofix srl will finalize the investigation and provide you with the follow up report. Orthofix srl continues monitoring the devices on the market.